Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the video and photograph submitted for evaluation. Bd received one photograph of a 24gx0.75in insyte autoguard which displayed a unit that did not have the needle cover. The quality of the image does not give clear details of the reported defect of needle spear through. The video presented the insertion of the needle on a baby¿s foot. The video shows the needle that is inserted simultaneously with the catheter. The needle was not used to perform venipuncture followed by the catheter. The push tab was not used to push the catheter in the vein as explained in the IFU (instructions for use). This practice observed in the video is likely to result in painful penetration to the patient. The photo and video provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause.

Event description:
It was reported while using bd insyte autoguard 381812 shielded IV catheter the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: transfer catheter with the mandrel.

Event description:
It was reported while using bd insyte autoguard 381812 shielded IV catheter the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: transfer catheter with the mandrel

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.